Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. However, the inner insulation of the lead became extrinsically distorted due to pulling/ stretching/ overstress. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. (B)(4).

Event description:
It was reported that the atrial lead dislodged following the initial implant, was revised and dislodged a second time. The lead was then explanted and not replaced. The physician felt that the need for atrial pacing was not necessary for this patient. No patient complications have been reported as a result of this event.